Manufacturer narrative:
Returned device was received in poor physical condition. There was wear and tear on the enclosure, front cover, tank cover, and line cord. There was a noted faulty float switch, noisy pump, bent micro switch, and a stripped interlock block. During the evaluation of the device, it was found that the float switch was faulty. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer alarms. No adverse effects were reported.

Manufacturer narrative:
The reporter stated that "the unit had a sensor that alarmed when powered on."